Event description:
It was reported that the maryland bipolar forceps instrument's grip tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip tip, causing side to side misalignment of the grips. A piece approximately 0.132" x 0.459" was found to be broken off and the broken piece was not returned. The conductor wire was found to be still attached to the broken grip tip. This failure is typically associated with mishandling/misuse.